Event description:
Customer alleged blood glucose results of 467 mg/dl and 211 mg/dl when testing was performed back to back on the advantage system. Customer reported no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.